Event description:
It was reported that during an implant attempt, during positioning of the lead the helix could not be extracted easily. The lead was removed from the patient to test extraction/retraction of the helix. It was not extracted even after 20 rotations and therefore considered abnormal. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).